Event description:
It was reported that the patient presented during clinical follow-up, symptomatic of infection. The loop recorder was explanted and replaced on (B)(6) 2023. The patient was in stable condition.